Manufacturer narrative:
(B)(4). Investigation summary: a review of risk management document (B)(4) revision 18, indicates that the potential risk of this specific reported incident (pen needle: needle clog was captured and addressed appropriately investigation conclusion: no samples/photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified number of pn 31x5 europe bd brand were unable to deliver insulin/medication, and unable or difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: customer posted in a (B)(6) group for people living with diabetes, that he that night had a problem with his bd pen needles 5 mm, that they are "closed, and he had to try 5 before he could take his insulin as the first 4 were closed. He says that sometimes he has to use 2 because the first one is closed."